Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. Customer also reported the insulin pump was alarming, and could not be turned off. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 48 hours and no blank or black display anomalies noted. Power connector plug in and locked in place properly. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The device was received with cracked case on the back at the battery tube area, reservoir tube lip, belt clip rail corners and battery tube threads. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, scratched case and keypad overlay texture damaged. The device failed leak test. The device leaked at a cracked on the back of the case. Traces of corrosion were found at the electronic and motor assemblies per visual inspection.